Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, right ventricular over-sensing (rvos) was noted. Technical support stated the rvos was due to myopotentials, and provided programming recommendations. The patient is stable with no consequences.

Event description:
The device was successfully reprogrammed with no patient consequences.